Manufacturer narrative:
Imaging: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test loader, the aso was retracted and deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 30mm amplatzer septal occluder (aso) was successfully implanted in a (B)(6) year-old patient. The patient had a large os atrial septal defect (asd). According to a recent echocardiogram, the large defect had good rims on the anterior and superior aspects of the septum but deficient (thin) posterior and inferior rims. A cardiac catheterization that confirmed a qp/qs > 4/1 and an intracardiac echo that confirmed that the inferior and posterior septum was very exiguous and thin. Balloon-sizing measured a distended defect of 28-29 mm although stop-flow technique illustrated a clear 34 mm waist with no residual shunt so a 30mm aso was selected. The aso was placed in a good position that seemed very stable (did not move with the minnesota wiggle maneuver), and the color doppler did not show any significant residual shunt so the device was released and appeared stable. The next day, a post-procedure echocardiogram was taken and showed the aso had embolized into the pulmonary artery. The patient was admitted for surgery to remove the aso and surgically close the defect. The surgery was completed without complication and the patient was discharged postoperatively in good condition. Images/records have been requested and the device is scheduled to be returned for analysis. When further information becomes available, an updated report will be submitted.